Event description:
Customer reported that the ventilator was cycling on a pt and the pt was taken off the ventilator to perform test. The ventilator was put back on pt when the ventilator started to pressure limiting and activated the upper pressure limit alarm. Ventilator was taken off the pt, pt was bagged and the ventilator was swapper out. The biomed discovered that both pressure transducers were defective. The biomed replaced both pressure transducers, calibrated and performed functional checks. Ventilator passed all tests and performed to all mfrs specifications.